Event description:
It was reported via repair work order that the bed lift was stuck elevated due to malfunction cpu and lift motor coupler. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.